Manufacturer narrative:
-The product history review is expected but has not been completed. -additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was severely cracked and did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g6, h1, h2, h3, h6, and h10. As reported, the tip of a 5f mynx control vascular closure device (vcd) was severely cracked and did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A non-cordis sheath was used with the complaint device. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no damage noted to the packaging of the device prior to opening. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned inside of clear plastic bag for investigation. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed with the syringe attached to the device and the stopcock is set in the open position. The procedural sheath was not returned for analysis. The sealant remained in the manufacturing position, and the sealant sleeve assembly presented a severe outward kinked condition and was exposed to blood. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve could not be verified due to the severe outward kinked condition of the sealant sleeve assembly, which made it not possible to obtain an exact measurement. A simulated insertion/withdrawal test into a previously flushed lab sample csi was performed as is indicated in the IFU. However, due to the severe damage observed on the sealant sleeve assembly, the device could not be inserted into the csi. The sealant area and the atraumatic tip section was inspected with a vision system to obtain a magnified image observing that the sealant sleeve presents a severe outward kinked condition that is impeding the insertion into the lab sample csi. The atraumatic tip does not present any cracked condition. A product history record (phr) review of lot f2220004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿atraumatic tip-cracked¿ was not confirmed through analysis of the returned device since there were no damages/anomalies observed to the area. However, due to the severe outward kinked condition of the sealant sleeves, it¿s possible this was the condition experienced by the customer. Additionally, the reported event of ¿mynx control system-impeded¿ was confirmed due to condition of the sealant sleeves impeding the insertion into the lab sample csi during functional analysis. However, the exact cause of the observed kinked condition on the sealant sleeve assembly could not be conclusively determined during the analysis. Based on the information available for review and product analysis, procedural/handling factors likely contributed to the kinked condition and the subsequent impedance experienced by the customer. It should be noted that the mynx control device is manufactured with the outer sealant sleeve assembly at the distal end of the catheter cartridge tubing. The outer sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sealant sleeve assembly and is protected from being exposed prematurely. If the sealant sleeve is damaged/shredded during handling or device insertion into the sheath, that could cause the sealant to be exposed prematurely and obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was severely cracked and did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A non-cordis sheath was used with the complaint device. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no damage noted to the packaging of the device prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
The product analysis was completed; however, it was reopened for revisions. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was severely cracked and did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A non-cordis sheath was used with the complaint device. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no damage noted to the packaging of the device prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
Correction made to previously submitted report: updated event description was added to section b3- as reported, the tip of a 5f mynx control vascular closure device (vcd) was severely cracked and did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A non-cordis sheath was used with the complaint device. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no damage noted to the packaging of the device prior to opening. The device will be returned for evaluation.